Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose as high as 559 mg/dl without symptoms associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and received phone advice from their healthcare provider regarding treatment. The patient was treated with insulin via injection and an insertion site change. It was reported that the patient¿s bg was 494 mg/dl until the time of the call. Troubleshooting was unable to be completed at the time of the call and customer technical support referred the patient to contact their healthcare provider for insulin recommendations. This complaint is being reported because the patient allegedly experienced hyperglycemia due to an inaccurate delivery issue.

Manufacturer narrative:
The reporter contacted animas and alleged that the reported issue was resolved after meeting with their healthcare provider. Reportedly, their hcp made adjustments to the patient¿s basal rate and the issue was resolved.

Manufacturer narrative:
Follow-up #2 date of submission 06/14/2016-product analysis: the device was returned and evaluated by product analysis on 05/31/2016 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box indicated no abnormal pump behavior. Data relevant to the alleged event was overwritten due to continued use. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.